Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 18x1-1/2 rb has foreign matter material: 305766 batch#: 227661(this lot provided as unknown) and 2336576 it was reported by customer that a qch clinical team, the pharmacy dept, has recently had an issue with bd # needle 18g 1 1/2" 305766 safe. The lots are 227661 exp 2027-09-30 & 2336576 exp 2027-11-30. This is the concern, needles are causing coring in vials for multiple products. Unable to use IV products with particles & coring pieces in the vial. Verbatim: "a qch clinical team, the pharmacy dept, has recently had an issue with bd # needle 18g 1 1/2" 305766 safe. The lots are 227661 exp 2027-09-30 & 2336576 exp 2027-11-30. This is the concern, needles are causing coring in vials for multiple products. Unable to use IV products with particles & coring pieces in the vial."

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on fm at the qa outgoing inspection per mqa-052/a and visual inspection on fm at the primary packaging in-process inspection per mfg-043/k. Actual root cause could not be determined as actual sample was not received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material: 305766 batch#: 227661(this lot provided as unknown) and 2336576. It was reported by customer that a qch clinical team, the pharmacy dept, has recently had an issue with bd # needle 18g 1 1/2" 305766 safe. The lots are 227661 exp 2027-09-30 & 2336576 exp 2027-11-30. This is the concern, needles are causing coring in vials for multiple products. Unable to use IV products with particles & coring pieces in the vial. Verbatim: "a qch clinical team, the pharmacy dept, has recently had an issue with bd # needle 18g 1 1/2" 305766 safe. The lots are 227661 exp 2027-09-30 & 2336576 exp 2027-11-30. This is the concern, needles are causing coring in vials for multiple products. Unable to use IV products with particles & coring pieces in the vial."